Event description:
It was reported that the pt was admitted with catheter related bacteremia. The initial x-ray indicated a broken tip of catheter. The catheter was removed and sent. Fragment not manipulated.